Event description:
The autosuture gia suture misfired, causing more than 1/2 the staples to malfunction, spilling into the abdomen. This resulted in converting from a laparoscopic procedure to an open. Op note: cecal polyp removal. Discharge to home: (B)(6) 2011.